Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited loss of capture. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
New information notes that the issues were noted at an in-clinic follow-up.